Manufacturer narrative:
The reported event of ¿one of the wing hooks was missing¿ was confirmed. A complete lead was returned in one piece for analysis. Visual examination found one of the tines not included at the ring electrode/ inner tube consistent with procedural damage with blood also noted at the distal tip. X-ray examinations of the lead did not find any anomalies. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the one of the wing hooks of the right atrial (ra) lead was found be absent. The ra lead was not used and replaced during the procedure. The patient was in stable condition.